Event description:
A patient reported experiencing inaccurate erratic results with a ot profile meter. There are two set of meter readings. The first set of meter readings, the patient's blood glucose results were 120 mg/dl, 240 mg/dl, 410 mg/dl. Tests were done within < 10 minutes with a difference of 67%. The second set of meter readings, the patient's blood glucose results were 118 mg/dl, 310 mg/dl, 418 mg/dl (in the potential medical it states that, "2 of the results were obtained from the same finger.") Tests were done within < 10 minutes apart with a difference of 63%. Patient did not experience any adverse events. No further information has been reported.